Event description:
The customer reported the ventilator stopped working and the power fail alarm sounded while in use on a patient; the backup and external batteries are depleted. The customer reported there was patient involvement but no patient harm.